Manufacturer narrative:
The reported complaint that autopulse platform (sn 43515) displayed fault code 16 (timeout moving to take-up position) was confirmed in the platform's archive data and functional testing. The root cause of the reported complaint was a seized brake assembly due to rust/corrosion on the brake housing area, which led to the drivetrain motor failing to rotate (initiate compression). The rust and seized brake result from humidity or user handling. The storage condition of the platform is not known; however, the customer is located in india, which is a high-humidity location. In addition, a review of the autopulse platform archive revealed that frequent daily checks had not been performed. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing. During visual inspection, a cracked front enclosure was observed on the autopulse platform. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The front enclosure was replaced to address the issue. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a slightly sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The sticky clutch's impact was not severe enough to make the platform non-functional. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The brake assembly was seized from corrosion, which triggered fault code 16 reported by the customer. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). A brake gap inspection was then performed and verified the brake gap was within the specification. Subsequently, the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6). .

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the demonstration, the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message when used with the manikin. The user was unable to clear the fault code after replacing the battery and the lifeband. The error persists after replacing the manikin. No patient involvement